Event description:
Reportedly, it was difficult to remove the pouch with the specimen, but it was later removed safely. Nothing fell into the cavity. There was no damage to the patient.

Manufacturer narrative:
.